Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported, intermittent occlusion alarms occurred. Reportedly, the customer was using humalin u-500 insulin. Tandem technical support educated the customer, this is considered off label insulin use, per the tandem user guide. The customer's blood glucose level read "high". A specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy.